Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was 546 mg/dl at the time of incident. Troubleshooting explained the possible cause of the alarm and found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. However, the insulin pump passed displacement test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted.